Event description:
A surgeon reported that following an intraocular lens (iol) implant procedure, mean manifest refraction 0 dsph (from +0.25dsph to -0.75dsph-0.50dcyl) in one patient a postop excimer was performed. No further information expected as reporter unwilling to provide additional information.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information was provided in h.3., h.6. And h.11. No sample was available to return. Complaint history and product history records could not be reviewed because the literature report did not provide a lot number or any identification traceable to the manufacturing documentation. The root cause could not be determined. The file has been opened from a presentation: results, experiences, and patient satisfaction with the suspect non toric/toric lens. The presentation stated: our experience has shown that with lenses that correct presbyopia, a toric lens should be installed as early as 0.75 diopter cylinder (dcyl). The report concluded: suspect device is an extended depth of field (edof) technology that enables independence from glasses for distance and medium distance in a high percentage of patients, without significant dysphotopsia phenomena - astigmatism correction is important, and toric edof lenses are a reliable and minimally invasive method of correction. The health care professional (hcp) did not want to be contacted. The manufacturer internal reference number is: (B)(4).